Event description:
Attempted to place indwelling catheter in patient. When attempting to inflate balloon in only 5ml saline, device would inflate. Then when attempting to aspirate fluid back out, device would not work. Tubing had to be cut to remove from patient. A new kit was pulled, and the same malfunction occurred. Manufacturer response for bard foley catheter, bard urine meter foley catheter tray (per site reporter) still pending.